Event description:
Instrument failure: it broke, broken/fragmented pieces left in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The agent reported "it broke." This event occurred during surgery, near the patient. There was no risk or adverse event reported by the surgeon. There was no delay in surgery, and the surgery was completed as intended. The device was inspected prior to use and found to be unacceptable. There was another suitable device available. RMA examination: the reported device was not returned to surgical for evaluation. The product feedback form indicates the device was lost/discarded. Complaint database review showed 1 complaint but there were no indications that this instrument has a design or material deficiency. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The root cause of this complaint was the item broke, likely due through misuse or rough handling which surgical instruments are subjected to. This is an event associated with usage, not an event associated with product failure, malfunction, or issue.